Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a charge time out alert was delivered via remote follow-up. The patient was hospitalized as the charge time out occurred during a ventricular fibrillation episode. Capacitor maintenance was performed to resolve the event and the patient was stable and will continue to be monitored.